Event description:
The lay user / pt contacted lifescan (lfs) affiliate in 2006 alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) sent f/u questions and obtained the following info: the pt tested her blood glucose and obtained a reading of 67 mg/dl at 7:51 am with no symptoms. She then ate a croissant for breakfast. At 8:30 am she took 14 units of insulin. At 1:02 pm she tested her blood glucose and obtained another reading of 67 mg/dl with no symptoms. She at her lunch immediately after testing. At 2:00 pm she took 18 units of insulin. At 3:25 pm she felt thirsty and tested her blood glucose and obtained a 289 mg/dl. She was alarmed with the elevated reading and she confirmed that she actually took add'l bolus of 2 units of novorapid, not 22 units as she stated in her initial call. She did not eat anything after obtaining the reading. Prior to 6:50 pm she felt dizzy and her legs were trembling. She asked her co-worker to contact ems and fell unconscious prior to testing her blood glucose. She does not recall what her blood glucose reading was on the paramedic's meter or what the paramedics treated her with. Her initial reading in the hosp was 18mg/dl. She does not recall what she was treated with in the hosp; however, was diagnosed with hypoglycemia. She was in the hosp for 9 hrs (7:30 pm till 5:00 am the following morning). Prior to being discharged her blood glucose was 200 mg/dl. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A qc test was not done, since she did not have any control solution. Customer care advocate (cca) sent the pt a replacement meter. The complaint is being reported because the pt took add'l insulin after obtaining reading of 289 mg/dl and later was hypoglycemic. The episode may be related to taking extra insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will inform FDA of the results in a supplemental report.